Manufacturer narrative:
A device assessment or device history review is anticipated but not complete. At the end, a supplemental report will be filed.

Event description:
It was reported that while using the bd facs canto ii cytometer the p2 pump waste leaked outside of the instrument. There was no report of user impact. The following information was provided by the initial report: was the leak fluid or air? Fluid. Was the leak contained within the instrument? No. Was there spray of fluid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination or bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.

Manufacturer narrative:
H6: investigation summary: ¿ scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2/2 sys ivd, part # 338962, serial # (B)(6). ¿ problem statement: customer reported a complaint regarding a leakage of biohazard not contained within the instrument. ¿ manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 13 apr 2021 to date 13 apr 2022. ¿ complaint trend: there are 21 complaints related to the issue of waste leakages not contained within the instrument. These complaints can be found in the attached complaint trend file. Date range from 13 apr 2021 to date 13 apr 2022. ¿ manufacturing device history record (DHR) review: DHR part # 338962 serial # (B)(6), file # 338962-338962-v33896201925-100108820-13, was reviewed. The instrument met all the manufacturing specifications prior to release. ¿ investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the biohazard leak not contained within the instrument was due to a worn p2 pump. The customer had initially reported that the found a leakage from the wetcart, specifically the p2 pump. An fse (field service engineer) was sent onsite for the repair and they were able to confirm the issue. The leakage was coming from the p2 pump from the back for the wetcart so the fse replaced the part (pn 641925). The fse also cleaned the flowcell and prism, reapplied the optical gel, and adjusted the optical axis as a preventative measure. After these repairs, the instrument was tested and confirmed to be functioning as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although the leak was waste and the potential exposure to biohazard material, there was no skin contact nor was there any medical treatment performed. Additionally, the leakage was not under pressure and thus did not increase the risk of exposure. Proper daily and monthly cleaning and maintenance can help maintain an optimal system, and instructions can be found in the bd facscanto ii instructions for use (IFU), #23-20269-00 rev. 1/vers. A. The safety risk of this hazard has been identified to be within the acceptable level. ¿ service max review: review of related work order #: 02411482, case # (B)(4). Install date: 06 dec 2013. Defective part number: 642160 - barb insr assembly 1/4-28ftg.17 barb ppl. 641925 - pump priming p2 main system. Work order notes: o subject / reported: leaking from the cart. O problem description: leaking from the cart. O work performed: I have confirmed the symptoms. A liquid leak occurred from the p2 pump on the back of the cart. We have replaced the p2 pump. In addition, as a preventive measure, we cleaned flowsell, reapplied gel, cleaned the prism, and adjusted the optical axis. We checked the operation with test beads and confirmed that there was no problem. The operation is good. O cause: leaking from the cart. O solution: I have confirmed the symptoms. A liquid leak occurred from the p2 pump on the back of the cart. We have replaced the p2 pump. In addition, as a preventive measure, we cleaned flowsell, reapplied gel, cleaned the prism, and adjusted the optical axis. We checked the operation with test beads and confirmed that there was no problem. The operation is good. ¿ returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. ¿ risk analysis: risk management file part #338960-04ra, rev. 01/vers. A, risk analysis canto ii fluidics, was reviewed. No new hazards have been identified and the current mitigations are sufficient. Hazard(s) identified? Yes or no o item: 4. Quick disconnect. O function: 4.1 connects tubing to filters and fluid tanks. O potential failure mode: 4.1.1 tubing failure. O potential effect(s) of failure: 4.1.1.2 decrease in pumping efficiency. No sheath. O potential cause(s)/mechanism(s) of failure: waste fitting leaks. O current controls: pump compensates for leaking. O recommended actions: n/a. O responsible party: n/a. O target completion date: n/a. O actions taken: n/a. O initial severity: 5. O initial occurrence: 6. O initial detection: 1. O rpn: 30. Mitigation(s) sufficient: yes or no? ¿ root cause: based on the investigation results the root cause of the waste leakage not contained within the instrument was due a worn p2 pump. ¿ conclusion: based on the investigation results the root cause of the waste leakage not contained within the instrument was due a worn p2 pump. The fse confirmed the issue and replaced the leaking p2 pump. Additionally, the fse cleaned the flowcell and prism, reapplied the optical gel, and adjusted the optics as a preventative measure. After the repairs, the instrument was tested and confirmed to be functioning as expected with no further leakages. No one was harmed or injured, and no medical treatment was performed due to the biohazardous leak. The safety risk of this hazard has been identified to be within the acceptable level.

Event description:
It was reported that while using the bd facs canto ii cytometer the p2 pump waste leaked outside of the instrument.there was no report of user impact.the following information was provided by the initial report:1. Was the leak fluid or air? Fluid.2. Was the leak contained within the instrument? No.3. Was there spray of fluid under pressure? No.4. What was the fluid that leaked? Biohazard.5. Did biohazard leak before or after waste line? After waste line.6. Was the waste mixed with decontamination or bleach? No.7. Was the customer/bd personnel physically in contact with the fluid? No.